Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 65 mm abdominal aortic aneurysm. It was reported that a follow up CT scan approximately one year later showed a large endoleak suspected to be a type iii or type IV. A secondary procedure was carried out. It was reported an endoleak could clearly be identified during the contrast run at the level of the bifurcated stent graft bifurcation ro marker. A type iii stent graft failure was confirmed during the procedure. A uni-iliac device was implanted and the devices inside the bifurcated main body were occluded. It was reported that an aortic cuff and onyx were also used during the procedure. The event was reported to be resolved. As per the physician, the cause of the event was stent graft failure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the endoleak was confirmed; however, the exact source/cause of the endoleak reported during follow-up could not be determined from the films provided. The anatomy at implant is unknown, images during implant were not available for review, and complete CT¿s post-implant were not available for a more comprehensive assessment of the endoleak. A video of a post-implant CT (axial only), and two (2) short 12 second) videos of an angiogram during an intervention, all from an unknown date, were returned. An endurant bifurcated stent graft system had been implanted into the patient. The bifurcate was positioned ~10mm below the renal arteries, and CT confirmed areas of calcification within the neck. The aortic body was essentially straight, and the stent graft limbs were gradually angulated at the flow divider ~50 deg rt-lt. CT¿s revealed contrast within the top of the aaa sac, primarily along the anterior and right side of the bifurcate aortic body just above the level of the flow divider. Angiograms also confirmed contrast outside the stent grafts near the top of the aaa sac, along the right side of the bifurcate aortic body just above the level of the flow divider. The 2nd angiogram video revealed that an endurant aui had been implanted up the right/ipsi side, landing ~10mm above the level of the bifurcate, and relining the ipsi limb down to near the level of the gate ring. Contrast injection from the bifurcate flow divider showed likely resolution of the previously seen likely type iii fabric endoleak coming from the right side of the bifurcate. However, contrast from a likely type IV was seen crossing from the aui into the bypassed contra limb. The films confirmed a likely type iii fabric endoleak coming from the ipsi/right side of the bifurcate aortic body. Other than the calcification seen within the proximal neck which could not be completely assessed in the limited returned CT¿s, analysis of the re turned films did not reveal any anatomical or stent graft characteristics that could explain the observed event. No obvious stent graft issues were seen near the endoleak location. It is possible that external abrasion, possibly from calcification seen within the distal neck, may have led to the type iiib fabric endoleak. The acute type IV endoleak seen after implanting the aui was likely caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.